Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of left knee of patient due to falling, distal femur broke above knee prosthesis.